Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) has been confirmed. Upon investigation the electrode belt was missing the ECG c tantalum. The root cause for the missing tantalum could not be positively identified. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functional testing..